Event description:
It was reported that svo2 reading was at 30%. Received voicemail message from customer, had left several messages and have not received additional information. It was indicated in the message that the catheter was still in the patient. Follow up with customer, indicated that device will not be returned for evaluation, device was in patient at the time the event was recorded and customer indicated that device was most-than-likely discarded.

Manufacturer narrative:
Spoke with customer and it was indicated that the device was most-than likely disposed and not able to be returned for evaluation. This event was determined to be reportable following edward standard procedures. Inaccurate readings are reportable. The lot number was not provided and unable to complete the history record review.